Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and found that the main pcb needs to be replaced.

Event description:
The customer reported to vyaire medical that the vela ventilator is giving ventilator inoperable, motor fault, transducer fault alarm continuously. The customer confirmed that there was no patient involvement associated with the reported event.